Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain, diarrhea, and hypertension. The cause was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. Eleven days after the event onset, the patient was discharged from the hospital. Two days later, the patient readmitted to the hospital for peritonitis manifested by abdominal pain. At the time of this report, the patient remained hospitalized and was recovering. No additional information is available.